Event description:
Info received indicated that when the CPR was activated the head section would not power.

Manufacturer narrative:
The hill-rom technician found that the CPR/et valve was stuck and not opening. He replaced the CPR/et valve and the bed functioned to specifications.